Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue where every time she takes the cannula out to change it, a small piece of plastic comes out. It has been quite awhile that it has been doing this. Customer confirmed that the plastic is clear like the reservoir and the pump was not damaged, but it was not producing a no delivery alarm. Customer stated that this has been going on and off for the last 8-9 months. When the customer has a high blood glucose level, she changes her set. Customer's blood glucose level was 150 mg/dl. Customer has contacted their health care professional for their high blood glucose levels. Customer declined further troubleshooting. Customer wants a replacement pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer was advised to use the newer pump and not the old pump. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.